Manufacturer narrative:
Per good faith effort (gfe) response, the authorized service provider (asp) engineer has confirmed the reported issue, and a repair quote has been sent to the customer for approval. The repair is still pending.

Manufacturer narrative:
E: (B)(6).

Event description:
01/v60/alarmphilips received a complaint by the customer on the v60 indicating that there was an air flow sensor malfunction alarm. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that there was an air flow sensor malfunction alarm. The customer reported that the ventilator pipeline was connected normally, but the device still prompted to connect the filter to the outlet of the air outlet. Investigation is ongoing.

Manufacturer narrative:
Per follow-up gfe response, the customer did not accept the quote. It is unknown what the outcome of the service event was, and no further information was given. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.